Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. The device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. (B)(4).

Event description:
It was reported that a (B)(6)-year-old female had two 450 cc mentor memorygel xtra resterilizable gel sizers erroneously implanted. The scrub nurse handed the physician brand new sterile re-sterilizable gel sizers during surgery that were mistakenly implanted into the patient. The patient underwent explantation of the sizers. The physician expressed that the difference in superficial packaging and appearance of the sizers and implants were not immediately obvious to her. Pictures of the explanted sizers were received from the customer, and the sizers were marked, "not for implant". This is off label use of the product. No mentor representative was present during the procedure. No patient consequence, with exception to explantation procedure, was reported. See 3006942524-2019-00506 for contralateral prosthesis report.

Manufacturer narrative:
The investigation of the photograph of the impacted product was completed by the failure analysis lab on 5/20/2019. Device evaluation summary: it was reported that a 37-year-old female had two 450cc mentor memorygel xtra resterilizable gel sizers erroneously implanted. The scrub nurse handed the physician brand new sterile re-sterilizable gel sizers during surgery that were mistakenly implanted into the patient. The patient underwent explantation of the sizers. It was not possible to perform a proper product investigation since the device was not returned. Nonetheless, the customer provided some pictures of the actual device involved in the complaint. Based on the pictures, the device appears intact. The complaint cannot be confirmed. No further investigation can be performed at this time. No corrective actions are required. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Additional information was received. The event date was and implant dates were updated to (B)(6) 2018. Manufacturer¿s reference number: (B)(4).